Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii". Continued e1 additional email: (B)(6). The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and a little firm, but not as much as the contralateral side". This record is for the right side. Device remains implanted. Device will be returned. The patient has been provided the following as treatment: singulair - (B)(6) 2025.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and a little firm, but not as much as the contralateral side". Later, healthcare professional reported "any creases" later, healthcare professional reported "possible" capsular contracture baker grade unknown. Treatment: singulair. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.